Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
Received info regarding a cartridge alarm 1 during basal delivery. Customer's blood glucose level ranged from 118 mg/dl to 380 mg/dl throughout the day. Customer reverted to manual injections.